Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2016, two mitraclips were successfully implanted reducing grade 4 degenerative mitral regurgitation (mr) to grade 2. During a follow-up visit, it was observed that one of the two clips was only attached to the anterior leaflet (slda) and mr increased to grade 4. It was stated that the slda was possibly related to a preexisting flail. On (B)(6) 2018, a second mitraclip procedure and one clip was implanted medial to the detached clip, reducing mr to grade 2. No additional information was provided.

Manufacturer narrative:
(B)(4). Lot number reported as unknown because it is unknown which of 2 clips remained attached to one leaflet: lot#51209u242 or 51209u244. The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to a combination of patient morphology/pathology (prolapsed posterior leaflet) and user technique/procedural circumstances (difficulty visualizing the clip). The reported adverse event of worsening mr was a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.